Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-l5 to treat lumbar spinal canal stenosis. It was reported that post-op the l5 screw protruded out caudal and caused radiculopathy. The patient underwent revision surgery 12 days post-op to correct the issue. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 54840006540, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.